Event description:
It was reported that the bd 10ml syringe luer-lok¿ tip bulk convenience pak experienced a discolored tray. The following information was provided by the initial reporter: material no: 309605, batch no: 0269862. No one was injured and 18 trays (360 syringes) were affected. I wanted to notify you of an incident that happened on (B)(6) 2021 in mfg lot# 0269862. It was noted by our component assembly department that multiple trays of the syringes had visible discoloration along the edge. The team attempted numerous times to wipe with hydrogen peroxide and ipa but were unsuccessful. Because the discoloration could not be removed using cleaning agents, our filling manager rejected the material from entering our clean rooms and being utilized during commercial production. We did follow our internal procedure which was to segregate those specific trays which were contaminated.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/15/2021. H.6. Investigation: three photos and two 10ml convenience trays, one sealed and one opened, were received and confirmed to be from batch #0269862 (p/n 309605). It was observed on each of the trays there was black foreign matter attached to the top web on the outside edge of one side. It had appearance of grease residue smudges on top of the tyvek web. The foreign matter was outside the fluid path and external to the unit package. Fourier transform infrared spectroscopy was performed. The spectral analysis shows that this material is most likely grease and paper based material (cellulose). The foreign matter location appeared to be consistent with the location of the top web cutting knives. The cutter cuts the web after it is sealed, in the top down direction. Current packaging process was evaluated. One location was identified as having excessive grease foreign matter on the tooling in the top web cutting station. It is possible that the tooling above the trays in the cutting station was over greased. Then it would be possible for excess grease to fall onto top web and interact with the cutter leaving foreign matter residue on part of the blade. The foreign matter does not come in contact with the syringe product inside the sealed tray due to the product already being sealed and the cuts taking place outside the seal area of the trays. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 10ml syringe luer-lok¿ tip bulk convenience pak experienced a discolored tray. The following information was provided by the initial reporter: material no: 309605, batch no: 0269862. No one was injured and 18 trays (360 syringes) were affected. I wanted to notify you of an incident that happened on (B)(6) 2021 in mfg lot# 0269862. It was noted by our component assembly department that multiple trays of the syringes had visible discoloration along the edge. The team attempted numerous times to wipe with hydrogen peroxide and ipa but were unsuccessful. Because the discoloration could not be removed using cleaning agents, our filling manager rejected the material from entering our clean rooms and being utilized during commercial production. We did follow our internal procedure which was to segregate those specific trays which were contaminated.